Event description:
Re-review of the manufacturer's file showed that the events reported in MFR report #3007566237201106769 should have been filed on separate medwatch forms. This report was created for the first implantable neurostimulator and lead, serial and numbers unknown, that were not used in the patient due to impedance issues previously reported. See MFR report #3007566237201106769.

Manufacturer narrative:
(B)(4).